Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 443 mg/dl. The customer had symptoms such as nausea and thirst and treated with 12 units of manual injections. Customer also had readings of 527 mg/dl and 600 mg/dl. Customer reported that the high blood glucose levels began 6 weeks ago. Troubleshooting was not performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.